Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: batch/lot number: model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator experienced decrease in effective treatment. Therefore, the neurostimulator and tined lead were revised. There were no other patient complications reported, and patient is noted to be receiving relief.